Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure on (B)(6) 2026 as the infusion set accidentally pulled out during use due to the tubing catching on something or the pump falling for five infusion sets. The hyperglycemia was treated with a correction bolus via the pump.